Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero needleless connector was disconnecting the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. When chemo was being hung the patient's line that had the autoclave on it. The autoclave was then attached to a spiros. The autoclave on the patient wasn't staying connected and it kept un swiveling it self when pressure was being placed on it.

Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mz1000-07 lot number 24025817 was performed. The search showed that a total of 268803 units in 1 lot number was built on 06feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.